Event description:
It was reported by service report that the bed fowler angle reading was inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler angle reading inaccurate. Conclusions: bed was recalibrated.